Event description:
During a procedure, noise was noted on the egms. During further troubleshooting, it was determined that the catheter was leaking saline into the tactisys. The procedure was completed by replacing the catheter, with no adverse consequences to the patient.

Manufacturer narrative:
One tacticath quartz contact force ablation catheter was received for evaluation. During functional testing the catheter did not pass an irrigation test. Further investigation revealed a shaft leak due to an adhesive failure between the distal tip and the shaft as well as a leak within the distal shaft of the catheter caused by inadequate adhesive bonding between the irrigation tubing and end of deformable body at the distal tip which led to detached irrigation flow during use. This is consistent with fluid ingress and a loss of force data during the procedure.